Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 90 and 33 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests prior to calling and the results fell within the normal control range. No product will be returned. The customer's new contour meter was replaced at his insistence since he did not believe it was reading correctly.